Event description:
New information received stated that the right ventricular lead was explanted and replaced on (B)(6) 2018. It was noted that the lead was defective due to lead noise. The patient was stable.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited an episode of non-sustained right ventricular oversensing. Upon review, the right ventricular lead exhibited noise. Patient presented in clinic on (B)(6) 2018. Upon in clinic evaluation, some lead noise was reproducible with deep breathing and chest x-ray revealed that the lead was in a good position. It was suspected that the noise problem was related to a loose set screw or tie down suture being too tight. A revision procedure was discussed. There were no patient consequences. No intervention was reported.